Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the keyboard was not detected. The keyboard was replaced and the issue was resolved. The navigation system then passed the system checkout and was found to be fully functional. The keyboard was returned to medtronic for further evaluation. It was found that the cable of the returned keyboard had been crushed, opening the cable jacket and exposing damaged internal wires. The keyboard was also missing a key. The keyboard was not functional. Analysis determined there was a physical damage failure with the returned keyboard. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system would not finish booting as it received a keyboard error that could not clear. The error message indicated "no keyboard found." The medtronic representative on site re-seated the keyboard usb on the back of the computer with no change. There was no patient present when this issue was observed.